Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9735560, serial/lot #: (B)(4), ubd: 24-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a soft neuro tissue ablation, the tubing for the cooling catheter system (ccs) was found to be leaking. It was reported that the issue did not affect the pump of the thermal therapy system. Additionally, tubing was swapped to continue the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.